Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known patient test circuit and test lung. The unit displayed ¿xdcr flt¿ upon initial power up of the ventilator. The ventilator was opened up and visually inspected. Internal inspection of the ventilator revealed a small tear on the tubing that connects to pt6 of the analog board. Vyaire medical replaced the tubing to address the reported issue.

Event description:
It was reported by the customer that the ventilator was having transducer fault errors. There was no report of patient involvement and no patient harm associated with this complaint.